Event description:
The physician inserted the lead. Then the screener box was hooked up, no stimulation occurred. Checked the battery connecting cables, and screener boxes twice. Then replaced the stimulator lead with a new one and it worked. Device was given to sales rep who took it in the pain clinic.